Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. At the time of the intervention: the maximum diameter of the aneurysm was 71 mm. The neck diameter measured 28 mm along a 10 mm length. The proximal aortic neck angle measured 20 degrees and the supra to infrarenal angulation measured 20 degrees. It was reported that approximately seven years and two months post index procedure. A CT revealed that there was a proximal type I endoleak. Approximately two months later, the physician elected to implant seven aptus endoanchors. The physician also used another manufacturer¿s coil for embolization of lumbar arteries via iliolumbar hypogastric approach with coil embolization of lumbar arteries; right common iliac artery with extension of the endurant limb. The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.